Event description:
It was reported by a call, that the patient confirmed is unable to squeeze the bulb due to a pain associated with the inflatable penile prosthesis (ipp). The patient stated the bulb is extremely difficult to depress, the physician also struggled pressing the pump and inflate the cylinder. Some guidance and proper inflation techniques were provided to patient.